Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to inflate the device, and the device had a fluid loss. A surgical procedure was performed, during which a break in tubing right off the top of the pump was found. Therefore, the ipp was removed and replaced. No patient complications were reported.